Manufacturer narrative:
The implicated product was collected by (B)(4) and returned to orasure technologies on 29apr2016. No quality defects were observed on any of the components returned. The product was functionally tested and it met all specification and functional requirements. The product returned did have evidence of having caught on fire. It was observed that there was evidence of external melting on the plastic components of the product as well as the applicator bud returned. The investigation concluded that the evidence of melting shows the fire to have ignited from outside of the canister and protective shield. The implicated product was then sent to (B)(4) (canister contract manufacturer) for further evaluation. (B)(4) reviewed the batch record for lot 5121 and no deviations were found. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Examination of the implicated product against its technical and product specifications did not reveal any deviations. Based on the investigation summary above, the root cause identified for the reported complaint is that an external ignition source must have been present in the vicinity of the product when it was used.

Manufacturer narrative:
The implicated product was returned to (B)(4) and is currently in transit to orasure technologies. Evaluation of the product will be performed upon receipt. The product will then be sent to (B)(4) for further evaluation. A follow up report will be submitted upon evaluation of the implicated product.

Event description:
A consumer in (B)(6) reported that his wife was charging the scholl freeze verruca and wart remover product and after three seconds, the product suddenly caught fire. It was reported that nobody was injured during this incident; however, the carpet was damaged.